Event description:
In discussion with a surgeon, he reported that a death occurred 2 yrs ago, and this arthro-knife was used in the surgical procedure. This knife was used to split the tissue of the pylorus in an infant. The surgeon reported that the day following the procedure, the infant was returned to surgery and the stomach contents were found leaking from a distal hole in the stomach.

Manufacturer narrative:
This blade is not available for analysis. A review of history from 1/1/05 to 12/31/06 found no reported similar events related to the arthro-knife. The surgeon did not make any claim that this arthro-knife caused the infant's death. This event is being reported based on its association with a death. The procedure was not performed by the reporting surgeon. At present, no additional info is available.